Event description:
It was reported that during implant procedure of the atrial lead, the p-waves were about 0.5 mv on 1st attempt and no sensing obtainable on 2nd attempt. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched causing inner insulation to kink/buckle. Inner insulation torn.